Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was approximately 300 mg/dl. The customer resumed insulin delivery and a correction bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check and the infusion set site appeared to be a possible cause of the occlusion; however, the exact cause could not be confirmed.